Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that bleeding occurred. The patient was enrolled in the (B)(6) study with a patient identifier (B)(6). (B)(6) is an investigator-sponsored research (isr) clinical study involving the accurate neo aortic bioprosthesis and the acurate tf transfemoral delivery system. Boston scientific (bsc) received data in an anonymized format. Therefore, for maintaining patient anonymity, only limited information was disclosed to bsc. Bsc is unable to acquire any further information. Procedure summary: the patient underwent the transcatheter aortic valve implantation (tavi) procedure. A 14f isleeve introducer sheath was selected for use during the procedure and an accurate neo valve was implanted. 1 days post procedure, bleeding occurred at the vascular access site on the right femoral side. The bleeding was treated with stenting as the closure seal and occlusion ballooning did not remedy the event. No further patient complications were reported.